Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received compromised forced sensor system alarm. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they received a compromised forced sensor system alarm. The customer reported that the drive support cap was normal. It was reported that they tried to clean the alert pressing escape and act, but the pump returned to rewind process. The insulin pump will be returned for analysis.